Manufacturer narrative:
Concomitant products: tsrh instrumentation, rhbmp-2/acs, mastergraft, local bone (therapy dates unknown). (B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. "This MDR is late since the source data for this MDR is from a retrospective study that was conducted in 2006-2008 which included data from 2002-2006. (B)(4).

Event description:
It was reported that the patient presented with lumbar spinal canal stenosis and l3/l4/l5 degenerative spondyliosthesis. The patient underwent spinal procedure consisting of decompressive laminectomy at l3, l4 and l5; and spinal fusion using rhbmp-2/acs, local bone graft, mastergraft and tsrh instrumentation. The bmp was placed on the patient's left and local bone graft was placed underneath and over the top of the bmp. A mild dural tear/csf leak occurred intraoperatively. No further details were provided. The patient's last follow up exam was performed at 18 months post-op.